Manufacturer narrative:
(B)(4).

Event description:
It was reported that"on (B)(6) 2025, during the use of the product, an incident of guidewire kinked that rendered further puncture impossible occurred in the department of anesthesiology, liaoning golden autumn hospital." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that"on (B)(6) 2025, during the use of the product, an incident of guidewire kinked that rendered further puncture impossible occurred in the department of anesthesiology, (B)(6) hospital." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one guidewire for analysis. Signs of use were observed on the guidewire. Five kinks were identified on the guidewire body, one of which was located toward the j-bend. The distal j-bend was misshapen. Microscopic examination confirmed that both welds were present and appeared full and spherical. Five kinks on the guidewire were located at 295 mm, 306 mm, 342 mm, 356 mm, and 570 mm from the proximal end. The overall length of the guide wire measured 602mm, which is within the specification limits of 596mm-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.803mm, which is within the specification limits of 0.788mm-0.826mm per guide wire product drawing. The guidewire was functionally tested in accordance with the product instructions for use (IFU). The IFU provided with this kit instructs the user to "advance the guidewire into the arrow raulerson syringe approximately 10 cm until it passes through the syringe valves or into the introducer needle." Functional testing was performed by advancing the guidewire through a laboratory inventory arrow raulerson syringe (ars) and a laboratory inventory 18-gauge introducer needle. Resistance was observed at the kinked locations; however, the undamaged portions of the guidewire advanced through the ars and introducer needle without resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire was observed kinked during use was confirmed through investigation of the returned sample. Visual examination identified five kinks on the guidewire body; one of the kinks was located towards the j-bend. The distal j-bend was misshapen. Signs of use were observed on the returned guidewire. The returned guide wire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.